Manufacturer narrative:
No RMA has been issued for the return of this device. Model tdxsp-mcg serial number (B)(4) is approximately 5 months old. User manual part number 1143190 rev k (mar-11) was provided to the consumer. It is unknown if the consumer has fully read and understands the uses manual. On page 11 this warning is provided: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer has attempted to adjust the device. On page 12 this warning for set up is provided: "a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." Brake performance can be related to the joystick. The consumer experience with the joystick is unknown. As stated above the consumer has had this device approximately 5 months. On page 95 - repositioning joystick instructions are provided so that the correct position for the user can be obtained. On page 97 - disconnecting/connecting the joysticks instructions are provided so that repositioning can be performed. On page 99 - spj+, spj+ w/pss or spj+ w/acc joysticks provides the following information: the joystick information gauge and the service indicator give indications of the type of fault or error detected by the control module. When a fault is detected, the wheelchair may stop and not drive. The leds on the information gauge may flash in a particular pattern or the service indicator light will flash. The number or type of flashes indicates the nature of the error. If multiple errors are found, only the first error encountered by the control module will be displayed the consumer did not state that the brake service indicators were noted. On page 101 items 5 and 6 for service indicators for the brakes provides the following information: left park brake fault ensure brake lever is in the drive position before turning on the wheelchair. Ensure motor cable is plugged into the controller. Contact invacare/dealer for service. Right park brake fault ensure brake lever is in the drive position before turning on the wheelchair. Ensure motor cable is plugged into the controller. Contact invacare/dealer for service. It is unknown if the consumer was using the seat positioning strap. On page 16 the following safety warnings are provided: "the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair."

Event description:
Invacare legal received information regarding a consumer that reported the right side motor brake is allegedly not working properly and will allow the right side drive wheel to turn 3-4" while the brake is engaged. As a result of the alleged motor brake malfunction, the consumer fell while transferring into the chair. No injury is alleged.